Manufacturer narrative:
The customer was advised of applicable limitations in the package insert: negative reactions will be obtained if the test specimen contains antibodies present in concentration too low to be detected by the test methods employed; antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative and weak reactivity results with capture-r ready screen (pooled) plates during validation on galileo neo (B)(4).